Event description:
Boston scientific received information that this implantable cardioverter defibrilator (ICD) was being explanted for normal battery depletion. During removal from the device pocket, in association with the transvenous right ventricular (rv) lead, the physician observed that the proximal coil header pin had dislodged immediately. Shock impedence was 70 ohms through this chronic device. The physician checked the setscrew and confirmed that it was screwed down. There were no adverse patient effects in association with these clinical observations.

Manufacturer narrative:
With the acute device, shock impedance was 55 ohms. To date, this device has not been returned to boston scienitfic. The boston scientific local area sales representative idicated that instead the device was being sent to the hospital pathology lab. As new information would become available, this report will be further evaluated and updated.